Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to swelling in the left arm and left breast. The technical services (ts) advised that this should be directed toward a doctor. There were no additional adverse patient effects reported. This rv lead remains in service.